Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: \we are having a hard time injecting and at times have to apply great pressure to get the plunger to go down. Several times we couldn't move the plunger at all.

Manufacturer narrative:
The following fields were updated due to additional information:d.9. Device available for eval: yesd.9. Returned to manufacturer on: 29-sep-2022h.6.investigation summary: fifty-six samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2014639. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The settings were correct, and the flow of products was also good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: \we are having a hard time injecting and at times have to apply great pressure to get the plunger to go down. Several times we couldn't move the plunger at all.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: regn2119. Medical device expiration date: 31dec2026. Device manufacture date: (B)(6) 2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.